Event description:
It was reported to boston scientific corporation in 2007, that during the placement of an ultraflex stent system (patient age and gender unknown), the stent would only deploy approximately 75%. After several attempts to release the stent, the physician removed the stent. "The patient felt some pain and had trauma to the esophagus". Another stent was placed to treat the patient. Several attempts to obtain the patient's current status have been made to no avail.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.